Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the stent was not well apposed and stent damage occurred. The target lesion was located in the non tortuous and moderately calcified proximal left anterior descending artery (lad). The physician deployed a 4.0x38mm promus element stent in the lesion and then preformed ivus. The angiogram revealed that the stent was fully expanded. However, the lad was tapered and the proximal part of the stent was not well apposed. During the completion of ivus the proximal part of the stent was compressed when the atlantis catheter passed through the stent. The physician successfully post dilated the stent with a 4.0x10mm semi-compliant non-bsc balloon. No further patient complications were reported and the patient's status is stable.